Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of haemorrhage abnormal, obesity, urinary retention, hypothyroidism, endometrial ablation, uterus enlarged, pelvic pain, fibroids and menorrhagia. On (B)(6) 2015, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingo-oophorectomy,lysis of dense adhesions cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.294 kg/sqm. [Gynaecological examination] on (B)(6) 2013: procedures ultrasound: gynecological ultrasound: indication - note: menorrhagia lmp - note: (B)(6) 2013. Additional items for comment about the uterus are - small polyps, fibroids, blood, clots, hyperplasia, and adenomyosis are not ruled by ultrasound.. Note: there is a complex mass and fluid in the lower uterine segment measuring 1.95 by 2.73 by 1.52cm. This could represent a large clot. Findings/impression - adhesions, pcos, and endometriosis are not ruled out by ultrasound [pathology test] on (B)(6) 2015: diagnosis uterus and cervix with bilateral fallopian tubes and ovaries: ulcers, cervix at the transformation zone consistent with previous surgical biopsies. Dilated endocervical glands (small nabothian) cysts. Proliferative pattern residual endometrium with focal acute intraglandular inflammation. Areas of superficial myometrial sclerosis consistent with previous ablation procedure. Benign ovaries with functional structures. Paratubal adhesions. Essure devices, fallopian tube cornu, gross diagnosis. Clinical information: unspecified symptom associated with female genital organs unspecified disorder of menstruation and other abnormal bleeding from female genital tract other specified noninflammatory disorder of cervix. Gross description: the myometrium measures up to 2.5 cm in thickness and shows tan-pink, rubbery and slightly trabeculated tissue with metallic coiled wires in the cornu consistent with essure device. [Ultrasound pelvis] (date unknown): the uterus is slightly enlarged and there is also a cervical mass and a cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of haemorrhage abnormal, obesity, urinary retention, hypothyroidism, endometrial ablation, uterus enlarged, pelvic pain, fibroids and menorrhagia. On (B)(6) 2015,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingo-oophorectomy,lysis of dense adhesions cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.294 kg/sqm. [Gynaecological examination] on (B)(6) 2013: procedures. Ultrasound: gynecological ultrasound: indication - note: menorrhagia lmp - note: (B)(6) 2013. Additional items for comment about the uterus are - small polyps, fibroids, blood, clots, hyperplasia, and adenomyosis are not ruled by ultrasound. Note: there is a complex mass. And fluid in the lower uterine segment measuring 1.95 by 2.73 by 1.52cm. This could represent a large clot. Findings/impression - adhesions, pcos, and endometriosis are not ruled out by ultrasound [pathology test] on (B)(6) 2015: diagnosis. Uterus and cervix with bilateral fallopian tubes and ovaries: ulcers, cervix at the transformation zone consistent with previous surgical biopsies. Dilated endocervical glands (small nabothian) cysts. Proliferative pattern residual endometrium with focal acute intraglandular inflammation. Areas of superficial myometrial sclerosis consistent with previous ablation procedure. Benign ovaries with functional structures. Paratubal adhesions. Essure devices, fallopian tube cornu, gross diagnosis. Clinical information: unspecified symptom associated with female genital organs unspecified disorder of menstruation and other abnormal bleeding from female genital tract other specified noninflammatory disorder of cervix. Gross description: the myometrium measures up to 2.5 cm in thickness and shows tan-pink, rubbery and slightly trabeculated tissue with metallic coiled wires in the cornu consistent with essure device. [Ultrasound pelvis] (date unknown): the uterus is slightly enlarged and there is also a cervical mass and a cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.